Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the implant site and difficulty charging the implantable pulse generator (ipg) due to device migration. Patients pocket pain was well managed with topical lidocaine and the ipg was replaced. The patient was doing well postoperatively, and the explanted device will not be returned.